Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that it was not letting him do anything. Customer was working on the yard and when he went inside, the pump started alarming. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The pump had a cracked case at the display window corner, a minor scratched lcd window, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.